Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions ablation procedure, a cardiac tamponade was observed via echocardiogram following the last ablation when the patient became hypotensive. A pericardiocentesis was performed in order to stabilize the patient. The perforation was thought to have potentially occurred during ablation. There were no performance issues with the abbott device.